Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was under draining and was revised. The valve was implanted via vp due to infantile hydrocephalus. The initial setting was 6. The valve was flushed prior to implant. The patient condition had been stable for about ten months after valve implant. Then on (B)(6) 2019, under drainage and the valve obstruction were confirmed by clinical presentation, CT images, reservoir pumping. A revision surgery was performed. The setting of the removed valve was 1. Then in the middle of (B)(6), the new non-codman valve was confirmed to be obstructed. Therefore it was removed from the patient¿s body and now is under monitoring. The patient is a (B)(6) year-old male whose initial is (B)(6). The level of csf protein is unknown. Contamination of blood and debris into the cerebrospinal fluid was suspected. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. The position of the cam when valve was received was at setting 1. Visual inspection needle holes found in needle chamber. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak tested and the only leak occurred from the needle holes in the needle chamber. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as the technician did not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.